Event description:
Reports receiving a blood glucose reading of 152 mg/dl on precision xtra meter. The customer based insulin on this reading and began experiencing hypoglycemia and then customer passed out. Customer's friends administered a glucagon injection to bring customer's levels back up.